Event description:
It was reported that the patient had the spectra penile prosthesis removed due to unspecified reasons. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted.

Event description:
It was reported that the patient had the spectra penile prosthesis removed as the patient wanted to upgrade to an inflatable penile prosthesis from the semi rigid device. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted.